Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loss of audio at the information center ix surveillance. The device was in use monitoring patients at the time.